Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that poor actuation of the cutter was observed during surgery. The procedure type was unknown. The surgery was completed on same day after replacing with another product. There was no patient impact.